Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value was between 160mg/dl to 170mg/dl and sensor glucose value was between 58mg/dl to 60mg/dl. Customer was calibrating sensor glucose and blood glucose at 135mg/dl and 300mg/dl respectively. After calibration, he blood glucose value dropped to 38mg/dl. Customer declined to troubleshoot for high and low blood glucose values she treated with 4.2u and then consumed carbs for low blood glucose. Insulin pump will not be returned for analysis.